Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2013. The patient presented with a complete occlusion of the left iliac limb from the aortic body graft bifurcation down to the hypogastric artery. The patient underwent a re-intervention on the same day, (B)(6) 2013, to perform a thrombectomy via cut-down. Both limbs were ballooned from the aortic body leg/ limb graft overlap down to the hypogastric artery on both sides. The occlusion was resolved, and there were no additional sequelae. The patient was discharged the following day.